Event description:
It was reported that the device displayed a channel error code via the power supply safety system. The voltage supplied to the pressure sensor was too high. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted isolated door harness was loose which caused channel error 260.4130.reconnected harness door. Lvp keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn15408061 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the harness - loose (error code 260.4130). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 260.4130. There was no patient involvement.

Manufacturer narrative:
Correction in e2, e4, g2. Additional in d8, d9, h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted isolated door harness was loose which caused channel error 260.4130. Reconnected harness door. Lvp keypad recall completed. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of (B)(6) 2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device displayed a channel error code via the power supply safety system. The voltage supplied to the pressure sensor was too high. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed a channel error code via the power supply safety system. The voltage supplied to the pressure sensor was too high. There was no patient involvement.